Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due undetermined high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b3: date of event corrected as this was the date this lead first started exhibiting high thresholds.